Event description:
It was reported by a surgeon that high lead impedance was read at an appointment. The surgeon's notes indicated x-rays were taken and were not indicative of lead break or pin migration. The pt was referred for replacement surgery due to the high lead impedance. Additional info was received through a company representative indicating she was present at the surgery for the pt. The company representative indicated that pre-op diagnostics on the old generator were indicative of high lead impedance (resulting in limit, ohms over 10,000 and eos = 11 months). The surgeon did generator diagnostics using test resistors on the old 103 and got output current low, current delivered 1.0ma, ohms = 3992, eos 10 years. Surgeon did not attempt to reinsert the pin on the old generator and redo the system diagnostics. The surgeon elected to replace only the generator, not the leads. System diagnostic on the new 103, sn (B)(4), were ok, ohms = approx 2591, eos = 10 years. Good faith attempts to obtain the explanted device have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.